Manufacturer narrative:
Medical device type: fmi and fmf. PMA/510(k)#: k941562 (syringe) and k010188 (needle). Results: a sample is not available for evaluation. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 6049433. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Remedial action required: capas (B)(4) have been opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification mss-16-837-fa was initiated and a product advisory letter was sent on 12/29/2016. (B)(4).

Event description:
It was reported that a nurse used a 25 g x 5/8 in. Bd eclipse 1 ml bd luer-lok syringe with detachable needle to inject into extension tubing. She activated the safety shield and heard a click, but as she unscrewed the needle from the syringe, she was stuck with the needle. The needle did not come into contact with the patient and therefore no medical interventions were provided.

Manufacturer narrative:
Results: three samples were returned for evaluation. A visual inspection revealed that two of the units were used and their safety mechanisms were appropriately activated. One sample was unused and in a sealed package. The unused unit was examined and the safety cover activated properly with no issues observed. The DHR and manufacturing review was previously reported and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.